Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was taking 60 milligrams (mg) per day orally and cannot take more due to side effects and was interesting in getting a pump. It was noted the biggest challenge was in the evening with her movement. It was also reported the patient had first trial at 50 micrograms (mcg) in (B)(6) 2012 and the spasticity was eased and had a very good response, but her legs felt very heavy and it was uncomfortable. The patient had a second trial in (B)(6) 2012 and the healthcare provider (hcp) tried her at 100 mcg and the patient lost the ability to walk because the dose was ¿far too much," which quite ¿literally paralyzed me for a day.¿ the patient had her third trial at 10 mcg in (B)(6) 2012 and had a positive response with a low dose of 10 mcg and she was able to lift her leg (usually unable to), but it "dropped off quickly" and the patient thought she may be a candidate for 20 mcg. It was reviewed even with oral medication currently she can¿t get her right leg to move and her right leg moved with the intrathecal baciofen (itb) trial. It was further reported the hcp was reluctant because her hcp was more accustomed to patients who are wheelchair bound and needed higher doses of itb therapy and was uncomfortable due to low dose concentration the patient would need. A follow-up report will be sent if additional information becomes available.